Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 210 mg/dl and the customer had been "bolusing extra" to address the bg level. During troubleshooting with tandem technical support, a large air bubble was found in the tubing line. The customer primed the air out of the tubing and saw insulin exiting the tubing.